Event description:
Surgeon reports that a pt states experiencing night glare in right eye. It was reported the symptoms began eleven months after cataract surgery and intraocular lens (iol) implant and five months after a "yag" procedure. Pt's visual acuity is 20/20 (corrected vision) in both eyes.